Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-01193. 0001825034-2024-01194. This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4; b5; g3; h2; h6. Proposed component code: mechanical (g04) head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: severe left hip arthrosis with osseous resorption of the acetabular fossa. Subsequent left hip arthroplasty as noted with dislocation. The reported event was confirmed via medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined.

Manufacturer narrative:
(B)(4), d10: 110010262 g7 osseoti multihole 48mm c 65960774, unknown liner unknown. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient had a severe acetabular defect and the plan was to use an acetabular augment to support the shell. During positioning of the definitive tm augment, it was pulled out of the wound and dropped on the floor, deeming it unusable. No other augments from the inventory available were suitable for the defect. As such, the surgeon implanted the cup without an augment. Initial stability was suitable, and the patient was close. The following day, the patient dislocated. It was found that the cup had subsided and dislocated. The patient was brought back to theatre to remove the cup and replace it with a larger size.